Event description:
A customer contacted beckman coulter inc. (Bec) regarding false low na (sodium) results generated by their unicel dxc 800 pro synchron chemistry analyzer. The results were reported outside of the laboratory. When the issue was noticed, samples were repeated and reports were amended. The customer provided all results from 27 samples, but na was erroneous on only 17 samples. The results are shown in the attachment. There was no affect to patients with regard to this event. The information for patient 4 involved in this event has been used to complete section a: patient information. All patients' data is provided in the attachment.

Manufacturer narrative:
Qc prior to and after the event was within lab's established ranges, but the customer did not provide actual data. A field service engineer (fse) went on-site and noted that the flowcell appeared contaminated (which would cause precision issues). Fse decontaminated the flowcell and replaced the carbon bridge. Per fse, calibration factors indicated carbon bridge involvement which could contribute to low recovery. Per fse, the likely cause of the low recovery was the carbon bridge.